Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, multiple cartridge changes and syringe needle changes were performed, resolving the issue. Additionally, it was reported that the customer experienced low blood glucose (bg) level of 46 mg/dl; cause was not known. Customer consumed carbohydrates to address bg.